Event description:
It was reported that this patient felt anxiety over an infection at the insertable cardiac monitor (icm) implant site. The clinic reported no sign of infection, but the icm was explanted due to the anxiety. No additional adverse patient effects were reported.